Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white particles on the shell, wear abrasion, and two openings on anterior and patch. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior, a striated opening on patch, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. A striated opening on patch assessed as surgical damage.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted.